Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had gotten medical treatment for an infection on their leg sometime in early may. The patient could not provide an exact date. The patient's blood glucose levels reached 597 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include an infection, hyperglycemia, and irritation. The patient was treated by having the infection cleaned out. The patient was prescribed with sulfamethoxazole 7.5 ml to be taken by mouth two times a day for ten days. The patient then developed an allergic reaction to the antibiotic and was taken off it 2 days early. By then the infection had been completely healed. The patient was released the same day. The patient had replaced the pod before seeing their doctor. The patient has discarded their pod.